Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Not returned by patient.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2016 due to pain and osteolysis of lesser trochanter. The modular head and taper were removed and replaced and a poly bearing was implanted.